Manufacturer narrative:
Multiple boluses were delivered every day for five days. All boluses were recorded in the bolus history and daily totals. No missing boluses were noted. The bolus wizard functioned properly per the bolus wizard sample in the user guide. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was hospitalized due to heart failure. Customer was not wearing the device at time of hospitalization. During troubleshooting, found gaps in the bolus history. Customer wanted the device replaced. Customer will not be returning the device for analysis.